Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: 6947m55 lead, implanted: (B)(6) 2014; 1125 hvad outflow graft, implanted: (B)(6) 2018; 1103 hvad pump, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead, under and potential over sensing observed on the stored electrogram (egm)s of the atrial lead channel. The ra lead remains in use. No patient complications have been reported as a result of this event.